Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant door not fully latched message when attempting to load a set and close the door. Eval found the force required to close the door to be above expected levels caused by a backed out mechanism screw. The mechanism screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced a constant door not fully latched alarm. It was also reported that there was no pt injury.